Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated the set-up is correct and the patient line was primed when she connected and began therapy. The hp was advised to start over with new supplies. Proper procedures per the user manual reviewed with the hp. The sample was discarded. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 can not be determined at this time. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer reported via email that they have an issue with decontaminating exeter rasps. The customer further reported that the rasps are hand decontaminated initially, brushing with a rigid brush and then a high pressure washer, they are then placed in an ultrasonic cleaner to dislodge any debris that may have been missed, they are then washed in an automated washer/ disinfector but there is minute fragments of bone insitu resulting in pt cases being cancelled. The customer would like advise on the best way to wash the rasps.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The home patient was contacted and the cause of the system error 2240 alarm was undetermined. No patient injury or medical intervention was reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).